Event description:
Boston scientific received information that this communicator was emitting a buzzing and the power cord was hot to the touch. No adverse patient effects were reported. This product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory the communicator was returned with the power brick and the phone cord. Visual inspection revealed no physical damage. The power brick failed the unloaded voltage check. Upon plugging it into power source, it whined and the voltage rapidly increased. This unit failed to light the green power/reset led after power was applied. The returned power brick measured varying low voltage with no load. There was a ringing noise from the brick and the outer case was melted. The returned power brick did get hot after 20 minutes, it reached 58.6 degrees celsius (c). After 15 minutes the brick started working and the output measured 5.19 volts and the temperature dropped to 38 degrees c. A defective power brick was confirmed against this communicator.